Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that main 4.2 row b was not detected, reseated all rear connections for main 4.1 and 4.2 as well as all row boards for 4.2, tested the unit, and confirmed proper operation; the customer then verified functionality through the inventory application without any issues. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. Postpartum main drawer 4.2 and bin b5 was not detected on the bus and could not be recovered despite a system reboot. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.